Manufacturer narrative:
Na

Event description:
It was alleged by the pt's representative that he "underwent a trident ceramic total hip implant in (B) (6) 2003." It is further alleged that the hip started squeaking approximately six (6) months post surgery. Finally, patient reported that "his hip also has physical and mechanical irregularities that result in ratcheting of the hip, catching, grinding, pain, end of the day fatigue and end of the day synovitis." Patient has not undergone revision surgery.